Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited no capture with 5 volts at 1 millisecond. The lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed into 3 segments. Visual inspection found the conductor coils on the proximal end of the proximal spring electrode were stretched. There were cuts and tears in the insulation. Calcification was found on the lead proximal coil. The proximal end of the distal spring electrode was separated from the lead body insulation and the helix was extremely stretched. Due to the location and the type of damage, it is likely that the lead damage was caused by entrapment in the clavicle/first rib region.

Event description:
Additional information was received indicating this lead was explanted about seven years after being surgically abandoned. No adverse patient effects were reported.